Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l51346), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that as soon as the 45° suture grasper device was pulled out of the container, the colored plastic completely fell apart; and was unusable. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.